Event description:
Info received indicates the nurse call is not functioning. The call is not received at the nurse station.

Manufacturer narrative:
The tech isolated the issue to the sidecom circuit board. He replaced the sidecom circuit board to repair the bed.